Event description:
Customer's grand-daughter reported customer received an e-6 message on their precision xtra meter at 8:30am on (B) (6) 2010. Customer's grand-daughter also reported customer experiencing symptoms of dizziness, lightheadedness and lost of consciousness at 12:30pm on (B) (6) 2010. Paramedics were called but customer's grand-daughter did not know if there was any treatment given. Customer was taken to a health care facility where she was diagnosed with severe hyperglycemia but customer's grand-daughter did not know what treatment was given. Adc customer services attempted to contact customer for clarifications but without any success. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. During the course of troubleshooting with adc customer service, it was discovered that the customer was using expired test strips. There is no indication of a product malfunction. No further investigation is required.